Event description:
Per the clinic, the patient experienced an extrusion of the implant resulting in the decision to explant the device. The device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown resulting in skin necrosis due to excessive pressure at the magnet site. The device was subsequently explanted on (B)(6), 2026. The patient was reimplanted with another cochlear device on (B)(6)2026.